Manufacturer narrative:
Correction: this is a correction to the evaluation codes. Covidien reference: (B)(4).

Manufacturer narrative:
(B)(4). Visual examination of the returned device showed no anamolies. The reported "cuff won't deflate" issue was not duplicated during evaluation.

Event description:
A report was received stating that during &#39;prior to use&#39; testing, an endobronchial tube&#39;s cuff did not deflate as it was intended. There was no patient involvement. There was no death or serious injury associated with this event.

Manufacturer narrative:
(B)(4)